Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" although specific value not provided, needing settings adjustment. Bg was addressed correction bolus via pump. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.